Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, and an extended opening. The device was underweight. A microscopic analysis was performed which identified an extended sharp opening on the radius side in the same location of creases assessed as a fold flaw opening and stress marks assessed as non-penetrating nicks. Based on the device analysis the final assessment is a sharp crease sharp opening assessed as a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Healthcare professional later reported "implant failure". Device has been explanted.